Manufacturer narrative:
Investigation of the case logs revealed that the misplaced implant most likely occurred due to skiving. The user reported that one screw was misplaced during a freehand intra-operative CT case. Due to the surveillance marker (sm) not being paired for this case, the system would not be able to alert the user to a potential drb or sm shift. Review of the case logs revealed that l5-l was planned in an area prone to skiving. Excessive force and skiving can lead to the misplacement of screws. Ultimately, the user was able to re-spin the patient and replace the implant. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.